Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device was disposed.

Event description:
During t2 3x4 surgery, the screwdriver for compression broke when compressing a proximal shaft screw. The screw was intact and the broken screwdriver was completely removed from the patient.

Manufacturer narrative:
The reported event that screwdriver shaft, compression t2 humerus was alleged of issue k-270-a (instruments - broken or deformed screwdriver) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
During t2 3x4 surgery, the screwdriver for compression broke when compressing a proximal shaft screw. The screw was intact and the broken screwdriver was comopletely removed from the patient.